Event description:
It was reported that during an ulnar shortening (osteotomy) the head of a screw snapped off while the screw was being inserted; the shaft was left in the patient. The surgery was successfully completed with no delay to surgery. The patient outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID, age and weight are unknown. Additional product code: hwc. Device broke during insertion; device was not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part return reported to have been may 26, 2015. The device returned did not pertain to this complaint, therefore, no investigation will be completed. Subject device was not returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.